Event description:
It was reported the subject device exhibited snow image. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h3, h4, h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage on r-unit (another term for the charged coupled device), component failure of the r-unit, outer tube was dent, component failure of the outer tube, cuts on video cable, component failure of the video cable, white balance adjustment could not be performed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: snow image and white balance adjustment could not be performed due to damage on r-unit. Outer tube was dent is due to component failure of the outer tube. Cuts on video cable is due to component failure of the video cable. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.